Manufacturer narrative:
We have not had access to the ventilator therefore it has not been investigated. The hospital informed us that they were going to use an independent expert but the results of this investigation have not been received. Our field service engineer did not examine the ventilator but performed a preventive maintenance (pm), 2 months after the event. There was no fault with the ventilator and no other parts were exchanged apart from the pm parts. Evaluation of the logs shows that ventilation on the day of the event was started at 05:49:58 and went on until 06:51:53 when the ventilator was set to the standby mode. Prior to the setting of the ventilator into the standby mode there were many high respiratory rate alarms and the audio pause function was activated 3 times by the operator which indicates that an operator was present. The audio pause function temporarily silences the sounding alarms for two minutes. Ventilation was restarted again after 40 minutes at 07:31:09 and was shortly after set to standby again. The ventilator passed the pre-use check before the ventilation period and there no technical error recorded in the logs. With the information available there is nothing that indicates that there was a ventilator malfunction on the day of the event. Details of the incident have not been provided despite several attempts to obtain them. The true cause of the incident has not been determined.

Event description:
(B)(4).

Event description:
The hospital reported that an incident occurred when the ventilator was connected to a patient. No further information was provided. The patient died. (B)(4).